Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt fell and she noticed the ipg moved inside the pocket site. The pt stated that since then, she experiences a shocking sensation at the ipg site all the time. Also, when she charges the shocking sensation intensifies. The field rep spoke with the pt and an appointment has been scheduled to image the system and determined the next course of action. F/u is pending.